Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: st linear lead, 70cm.

Event description:
A report was received that the patient had infection at the implant site and was given with intravenous vancomycin antibiotics. The patient was doing well, and the infection was gone.

Event description:
A report was received that the patient had infection at the implant site and was given with intravenous vancomycin antibiotics. The patient was doing well, and the infection was gone.

Manufacturer narrative:
Additional information was received that it was unknown if the infection was device or procedure related. No further information was obtained. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.